Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field p wave oversensing was noted on the right ventricular (rv) lead. Elevated thresholds and noise were also observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.